Event description:
Info was received that reported a pt was hospitalized in 2008, due to an incidence of hyperglycemia. The reporter stated that she was hospitalized in the evening on the same say, due to elevated blood glucose that she could not get under control. The pt was treated with IV fluids and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and eval the MFR will file a follow-up report detailing the results of the eval.